Event description:
Covidien received a report stating blower doesn't blow. During investigation it was found that the inlet baffle foam was deteriorating. No patient harm reported at the time of the event.